Manufacturer narrative:
The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d and product problem code have been updated/corrected.

Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, no error codes were found and the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.